Event description:
Information received by medtronic indicated that the customer received replace battery now alert and low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was not loose, cracked or damaged battery cap. Customer was also not used the suspend before low or suspend on low cgm feature with minimed 630g pump but it alarmed less than 8 hrs. From low battery alert to replace battery now alarm. Customer will discontinue to use the device. The pump will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for alleged unexpected battery power loss and battery lasts less than expected found on (B)(6), 2022. The device passed the displacement test, active current test, self test, and sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to j6 connector resistance issue on electric board. Device alarmed a device error 25 on (B)(6) 2022 at 16:00:00.000 or 4:00 pm due to j6 connector resistance on electric board. Device alarmed a low battery alert on (B)(6) 2022 at 12:18:00.000 or 12:18 pm and was expected. Device alarmed a change battery alert on (B)(6), 2022 at 18:00:00.000 or 6:00 pm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. After disconnecting and reconnecting the internal battery connector on j6/electric board, the pump was monitored and functioned properly. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, label damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Unexpected battery power loss, battery lasts less than expected, and pump error 25 were confirmed due to j6 connector resistance issue. Moisture damage was confirmed found in in the force sensor and the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.